Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. There was no physical damage noted. History log (ehl) showed system failure: acu watchdog failure error found, superseded by system failure: primary audible bgnd test. Power-on self-test was performed and the reported problem was not duplicated. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): replaced the primary speaker for preventative purpose, calibrated the device and performed all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump showed a watch dog failure. No patient injury was reported.